Event description:
A consumer reported that therapy never helped the patient since the implant on (B)(6) 2015 and that it was removed on (B)(6) 2016. The indication for implant was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.